Event description:
Healthcare professional reported national breast implant registry (nbir) "suspected/actual rupture/deflation". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Reason for reoperation: deflation. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.